Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within of specification in relation to the reported device powers off without user input, which was not confirmed or reproduced during evaluation. A review of the event history log (ehl) found "improper shutdown!" Events in the event history log (ehl), however the ehl cannot determine whether the "improper shutdown!" Events were a result of the user removing all power prior to powering off the pump using the off key or whether the pump did power off without user input due to a device malfunction. The customer's battery was not returned with the device, therefore the only additional testing that could be performed were with known functional parts. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no known patient injury or medical intervention associated with this event. No additional information is available.